Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the initializing device manager screen, so the user was unable to login to the station and could not open database. A technical support specialist dialed into the station and logged in as carefusion admin, enabled the set auto login for carefusion application checkbox on both station configuration utility shortcuts, applied knowledge article (ka) "medapplication not launching automatically; station at blue screen" and received an error, then attempted to deploy remote support specialist (rss) agent and package (build 16) and rebooted the station; however, the deployment failed, verified carefusion application folder permissions and checked the startup shortcut, then placed the shortcut from the desktop, after rebooting the station again, the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on initializing device manager screen and the user was unable to login to the station and could not open database. The customer rebooted the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.